Manufacturer narrative:
Our product evaluation laboratory received one model 110f5 swan-ganz catheter. The balloon was found to be ruptured between the windings. Both the windings and bushings were intact. The latex edges did not appear to match at the ruptured region. The customer report of a balloon issue was confirmed on evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use upon prepping the swan-ganz catheter in the cath lab, the balloon failed to expand and showed no signs of movement or partial inflation. A 20ml syringe was attempted after the provided 1ml syringe failed to inflate the balloon. After ¿sequestration¿, the provided 1ml syringe was used while the catheter tip was submerged, which demonstrated steady air bubbles in the water. There was no patent injury. Patient demographics were not provided.